Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the patient was disconnected from the ventilator for suctioning. When reconnecting the patient to the ventilator, it did not restart. There was no patient harm. (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron:(B)(4). No service on the ventilator was requested and no parts have reportedly been replaced. Investigation consists of an evaluation of received ventilator logs. The ventilator seems to have been continuously used since the reported event date(B)(6)2018 . The registrations from event date are then overwritten in the event log. Also, the event log is corrupted so the date and time is not correct. According to the user, the ventilator was disconnected for tracheal suction procedure and thereafter ventilation did not restart. There are several occasions registered in the event log when the ventilator was disconnected and reconnected for suctioning using the suction support function. No stop of ventilation is registered after these procedures. The technical log does not contain any technical error codes to indicate any ventilator malfunction. The root cause of the reported event has not been determined.